Event description:
The customer reported the distal cap cover was not attached to the end of the scope when it was withdrawn from the patient. The disposable cap cover was found in the patient's mouth when the patient was to be intubated. The cap cover was retrieved. There is no report of patient injury related to this event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. Patient identifier (B)(6) is being submitted to report the event as it relates to the scope. Patient identifier (B)(6) is being submitted to report the event as it relates to the cap.

Manufacturer narrative:
The device has not been received at this time and the investigation is ongoing. A definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
Additional information was received from the customer. See b5.

Event description:
Additional information was received from the customer. The incident occurred at the end of an endoscopic retrograde cholangiopancreatography (ercp) procedure in the operating room. When the scope was removed from the patient¿s mouth, the single use distal cover was not on the tip. The cap was found in the mouth while suctioning during extubation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the evaluation of the unit and the legal manufacturer's final investigation. The results of evaluation determined that there was no issue with the device. The reported event was not reproducible. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. It was presumed that the suggested phenomenon occurred due to improper attachment or cracks/pinhole of the cover. The suggested event is thought to be preventable for the following statement in instructions for use (IFU) (operation manual) as below: ¿important information ¿ please read before use: precautions: never use the endoscope unless the single use distal cover is properly attached to the distal end. If the single use distal cover is not attached properly, it may slip off or fall off the distal end during the examination. This could result in thermal injury when the endoscope is used with high-frequency endo therapy accessories. Also, continuing the examination with the single use distal cover off may cause patient injury by the uncovered distal end of the endoscope. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed. 3.4 inspection of accessories: inspection of the single use distal cover (maj-2315): should any irregularity be observed when inspecting the single use distal cover, do not use it. A single use distal cover with irregularity could not serve the endoscope properly and/or could fall off during the examination. Using the endoscope without the single use distal cover could cause patient injury and this could result in thermal injury when the endoscope is used with high-frequency endo therapy accessories. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed.¿ olympus will continue to monitor field performance for this device.